Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock. Technical services (ts) was consulted, discussed it appeared to be movement artifact. Ts recommended troubleshooting and reprogramming options. This s-ICD system remains in service. No additional adverse patient effects were reported.